Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) stopped working and communicating after implantation. The patient received an error code on the remote control that the ipg was not found. X-rays were taken and confirmed the ipg was flipped and rotated. Reprograming was attempted but was not effective. The patient underwent a revision procedure. No further details have been provided.